Event description:
It was reported that there was pain and less than 50% therapy relief. Impedance testing, x-rays and reprogramming were performed. The cause of the issue was determined to be a high impedance issue. Different electrodes were out in different positions. No specified values were reported. The pocket was open and the leads were tested. Impedances were still high and the patient was not getting good stimulation coverage. As a result, there was a revision and the leads were replaced. The product issue was resolved. It was later reported that the patient seemed to be doing fine. The leads were returned to the manufacturer for analysis.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
Analysis of the leads (s/n (B)(4)), found no anomaly. (B)(4).